Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061009) in united states on 18-apr-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014. Consumer had essure placed and stayed on oral contraceptives for 7/8 months after essure procedure which was (information unreadable) 2015. By (information unreadable) 2015 only one month after discontinuing oral contraceptives and 8 months after essure she was confirmed (information unreadable). Due to a horrific reproductive history and her age she had little choice except a (information unreadable). Since the placement of essure she has suffered side effects that were truly miserable. She had to undergo surgery to completely remove her fallopian tubes. Concomitant medications included effexor 75mg, amlod/benaz 10-40mg, tri-sprintec, multivitamins, calcium +d d3, b12 and cranberry. Follow up information received on 29-apr-2016 from consumer: eight months after essure she was confirmed pregnant. Due to a horrific reproductive history and her age, at the reporting time she was (B)(6) years old, she had little choice except a termination. She tried getting pregnant prior to essure but she never was able to carry through, she used to have miscarriages (did not specify details), last time before the birth of her healthy son which she suppose was a miracle, she had a stillborn after 6 months. She decided to go for permanent sterilization and spoke to her obgyn and she referred to get essure done instead of tying tubes. She had essure placed in (B)(6)-2014 and then she got pregnant again after 8 months after essure. Pregnancy was not what she wanted. On (B)(6)-2016 she had a full tubal ligation, they removed the whole fallopian tubes on both sides, essure coils should be in there somewhere within the tubes. She stated she felt better after the surgery and the essure removal. Consumer provided consent to contact physician. Company causality comment this non-medically confirmed, spontaneous case report was received from a female consumer who became pregnant 8 months after essure (fallopian tube occlusion insert) insertion. The pregnancy was terminated. She also stated she has suffered side effects since essure placement and had to have her fallopian tubes removed. She felt better after this surgery. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the 3-month essure confirmation test. In this particular case, no information was given about essure confirmation test. Although limited information is available; considering event's nature and as it occurred 8 months after essure placement, a causal relationship with suspect insert cannot be excluded. Regarding the remaining event, if after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's side effects were not specified. Nevertheless; considering device removal was required (salpingectomy performed) causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Pregnancy questionnaire received on 20-jul-2016 from physician: patient was (B)(6). Lot number b09705 of essure es305 was provided. Insertion date was updated from (B)(6)2014. Essure was not inserted post-partum. Physician was uncertain about placement or experienced any irregularity in micro-insert placement. Difficult cannulization of tubes and patient was advised to continue her birth control pills. The number of trailing coils was 4 (side not mentioned). Trans vaginal ultrasound was not done. Hysterosalpingogram (hsg) was not performed because the patient did not go for hsg. It is unknown if the tubes were blocked. The patient was not told to rely on essure. She was advised to go for hsg but she did not go. However, she only returned to the office on (B)(6) 2015. Pregnancy was confirmed by urine pregnancy test on (B)(6) 2015 and ultrasound was also performed on the same date. Pregnancy did not occur less than 3 months after essure insertion. The pregnancy was terminated. She continued her birth control and declined hysterosalpingogram and repeat essure procedure. She requested bilateral fallopian tube removal. Other laparoscopic procedure including lysis of adhesions. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who became pregnant 8 months after essure (fallopian tube occlusion insert) insertion. The pregnancy was terminated. She also stated she has suffered side effects since essure placement and had to have her fallopian tubes removed. She felt better after this surgery. In addition she performed lysis of adhesions (interpreted as pelvic adhesions). These events, except for pelvic adhesions, are listed in essure's reference safety information. Although the localization of essure is not known since a laparoscopy was performed and it was not mentioned that essure was in the pelvic cavity, it is not possible that essure would contribute to the development of pelvic adhesions. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the 3-month essure confirmation test. In this particular case, no information was given about essure confirmation test. Although she did not perform the essure confirmation test, considering that the pregnancy occurred 8 months after essure placement, a causal relationship with suspect insert cannot be excluded. Regarding the salpingectomy, removal of the micro-insert through surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's side effects were not specified. Nevertheless; considering device removal was required (salpingectomy performed) causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Lot number analysis is being sought.

Manufacturer narrative:
Follow-up information received on 26-may-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who became pregnant 8 months after essure (fallopian tube occlusion insert) insertion. The pregnancy was terminated. She also stated she has suffered side effects since essure placement and had to have her fallopian tubes removed. She felt better after this surgery. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the 3-month essure confirmation test. In this particular case, no information was given about essure confirmation test. Although limited information is available; considering event's nature and as it occurred 8 months after essure placement, a causal relationship with suspect insert cannot be excluded. Regarding the remaining event, if after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's side effects were not specified. Nevertheless; considering device removal was required (salpingectomy performed) causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 18-apr-2016. The most recent information was received on 05-jun-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant"), fallopian tube perforation ("perforation (fallopian tube(s)) / right"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic adhesions ("lysis of adhesion") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure (batch no. B09705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult cannulization of tubes / was uncertain about placement or experienced any irregularity in micro-insert placement" on (B)(6) 2014, device physical property issue "one coil partially uncoiled" and device ineffective "8 months after essure she was confirmed pregnant". The patient's past medical history included genital disorder female, recurrent abortion, stillbirth nos, parity 1, multigravida, parity 1 and caesarean section. Concurrent conditions included ovarian cyst and uterine bleeding. Concomitant products included calcium d3 (calcium +vit d), cilest (tri-sprintec), multivitamins, venlafaxine (effexor) and vitamin b12 nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"), weight increased ("weight gain") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), investigation noncompliance ("no test was performed to confirm essure placement"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to completely remove her fallopian tubes), surgery ((B)(6) 2016 (bilateral salpingectomy)), surgery ((B)(6) 2016 (bilateral salpingectomy)), surgery ((B)(6) 2016 (bilateral salpingectomy)), surgery and surgery (on (B)(6) 2016 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, fallopian tube perforation, device breakage, device dislocation, pelvic adhesions, investigation noncompliance, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, weight increased, nausea and abdominal pain outcome was unknown and the urinary tract infection, urinary tract disorder, dyspareunia, fatigue and vaginal discharge had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for investigation noncompliance and pelvic adhesions with essure. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both side 4 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: quality-safety evaluation: lot number: 509705 manufacturing date: 2013/03, expiration date: 2016/03. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "one coil partially uncoiled", reporter, concomitant condition added from pfs. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant"), fallopian tube perforation ("perforation (fallopian tube(s)) / right"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic adhesions ("lysis of adhesion") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure (batch no. B09705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult cannulization of tubes / was uncertain about placement or experienced any irregularity in micro-insert placement" on (B)(6) 2014, device physical property issue "one coil partially uncoiled" and device ineffective "8 months after essure she was confirmed pregnant". The patient's past medical history included genital disorder female, recurrent abortion, stillbirth nos, parity 1, multigravida, parity 1 and caesarean section. Concurrent conditions included ovarian cyst and uterine bleeding. Concomitant products included calcium d3 (calcium +vit d), cilest (tri-sprintec), multivitamins, venlafaxine (effexor) and vitamin b12 nos. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"), weight increased ("weight gain") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), investigation noncompliance ("no test was performed to confirm essure placement"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061009) on (B)(6)2016. The most recent information was received on (B)(6)2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage"), device dislocation ("migration of essure device") and pelvic adhesions ("lysis of adhesion") in a 35-year-old female patient who had essure (batch no. B09705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult cannulization of tubes / was uncertain about placement or experienced any irregularity in micro-insert placement" on (B)(6)2014 and device ineffective "8 months after essure she was confirmed pregnant". The patient's past medical history included genital disorder female, recurrent abortion, stillbirth nos, parity 1, multigravida, parity 1 and caesarean section. Concomitant products included calcium d3 (calcium +vit d), cilest (tri-sprintec), multivitamins, venlafaxine (effexor) and vitamin b12 nos. On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), investigation noncompliance ("no test was performed to confirm essure placement"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to completely remove her fallopian tubes), surgery ((B)(6)2016 (bilateral salpingectomy)), surgery ((B)(6)2016 (bilateral salpingectomy)), surgery ((B)(6)2016 (bilateral salpingectomy)) and surgery. Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, fallopian tube perforation, device breakage, device dislocation, pelvic adhesions, investigation noncompliance, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, weight increased, nausea and abdominal pain outcome was unknown and the urinary tract infection, urinary tract disorder, dyspareunia, fatigue and vaginal discharge had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for investigation noncompliance and pelvic adhesions with essure. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: quality-safety evaluation: lot number: 509705 manufacturing date: 2013/03 expiration date: 2016/03 no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on (B)(6)2018: the pfs received:the event abnormal vaginal bleeding, menorrhagia, urinary tract infections, bladder problems, urinary problems, device breakage, dysmenorrhea, dyspareunia, fatigue, fallopian tube perforation, weight gain, vaginal discharge, nausea, device migration, abdominal pain added,reporter added,medical history added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061009) on 18-apr-2016. The most recent information was received on 05-jun-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant"), fallopian tube perforation ("perforation (fallopian tube(s)) / right"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic adhesions ("lysis of adhesion") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure (batch no. B09705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult cannulization of tubes / was uncertain about placement or experienced any irregularity in micro-insert placement" on (B)(6) 2014, device physical property issue "one coil partially uncoiled" and device ineffective "8 months after essure she was confirmed pregnant". The patient's past medical history included genital disorder female, recurrent abortion, stillbirth nos, parity 1, multigravida, parity 1 and caesarean section. Concurrent conditions included ovarian cyst and uterine bleeding. Concomitant products included calcium d3 (calcium +vit d), cilest (tri-sprintec), multivitamins, venlafaxine (effexor) and vitamin b12 nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"), weight increased ("weight gain") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), investigation noncompliance ("no test was performed to confirm essure placement"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to completely remove her fallopian tubes), surgery ((B)(6) 2016 (bilateral salpingectomy)), surgery ((B)(6) 2016 (bilateral salpingectomy)), surgery ((B)(6) 2016 (bilateral salpingectomy)), surgery and surgery (on (B)(6) 2016 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, fallopian tube perforation, device breakage, device dislocation, pelvic adhesions, investigation noncompliance, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, weight increased, nausea and abdominal pain outcome was unknown and the urinary tract infection, urinary tract disorder, dyspareunia, fatigue and vaginal discharge had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for investigation noncompliance and pelvic adhesions with essure. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both side 4 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: quality-safety evaluation: lot number: 509705 manufacturing date: 2013/03 expiration date: 2016/03. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 5-jun-2018: event "one coil partially uncoiled", reporter, concomittant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A quality-safety evaluation was received on 08-sep-2016. Lot number: 509705, manufacturing date: 2013/03, expiration date: 2016/03. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who became pregnant 8 months after essure (fallopian tube occlusion insert) insertion. The pregnancy was terminated. She also stated she has suffered side effects since essure placement and had to have her fallopian tubes removed. She felt better after this surgery. In addition she performed lysis of adhesions (interpreted as pelvic adhesions). These events, except for pelvic adhesions, are listed in essure's reference safety information. Although the localization of essure is not known since a laparoscopy was performed and it was not mentioned that essure was in the pelvic cavity, it is not possible that essure would contribute to the development of pelvic adhesions. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the 3-month essure confirmation test. In this particular case, no information was given about essure confirmation test. Although she did not perform the essure confirmation test, considering that the pregnancy occurred 8 months after essure placement, a causal relationship with suspect insert cannot be excluded. Regarding the salpingectomy, removal of the micro-insert through surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's side effects were not specified. Nevertheless; considering device removal was required (salpingectomy performed) causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. According to technical analysis updated with lot number, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5061009) on 18-apr-2016. The most recent information was received on 20-jun-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant") and pelvic adhesions ("lysis of adhesion") in a (B)(6) female patient who had essure (batch no. B09705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "8 months after essure she was confirmed pregnant". The patient's past medical history included genital disorder female, recurrent abortion, stillbirth nos and parity 1. Concomitant products included calcium d3 (calcium +vit d), cilest (tri-sprintec), multivitamins, venlafaxine (effexor) and vitamin b12 nos. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device difficult to use ("difficult cannulization of tubes / was uncertain about placement or experienced any irregularity in micro-insert placement"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant) and investigation noncompliance ("no test was performed to confirm essure placement"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to completely remove her fallopian tubes) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, pelvic adhesions, device difficult to use and investigation noncompliance outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device difficult to use, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter provided no causality assessment for investigation noncompliance and pelvic adhesions with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was( B)(6). Quality-safety evaluation of ptc: quality-safety evaluation: lot number: 509705 manufacturing date: 2013/03 expiration date: 2016/03. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 20-jun-2017: case is now potential legal case. Reporters were added. Event "since the placement of essure she has suffered side effects that were truly miserable and had to undergo surgery to completely remove her fallopian tubes" was deleted. And event "pain" was added. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.